Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the reported issue.

Event description:
The hospital reported a failure to switch to battery when the ac power was lost during use. There was no report of patient injury.